Event description:
The customer reported that the channel tube of the evis lucera elite colonovideoscope is clogged by foreign matter. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation noted the following technical defects: the image was shadowy due to a scratched objective lens, insufficient angulation, the insertion section was discolored and the suction port was worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was part of an endo therapy accessory used in the previous procedure or a tip of a brush used for reprocessing. The specific root cause could not be determined at this time but it is likely that the cleaning brush used at the facility did not match the channel diameter of the device. Therefore, the foreign material was difficult to discharge. The following information is stated in the instructions for use (IFU): "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.